Event description:
It was reported that during a device review, it was identified that this chronic right atrial (ra) lead had a pace impedance measurement that was out of range. This appears to have been occurring since (B)(6) 2017. The device was already programmed not to sense on the ra lead. Additional programming options were suggested. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.